Event description:
On (B)(6) 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm as well as aneurysms of both iliac arteries using gore excluder aaa endoprostheses. The right hypogastric artery was coil embolized during the procedure. The procedure concluded without incident. On (B)(6) 2008, at the one-month follow-up, the abdominal aortic aneurysm measured 62 mm x 60 mm. No adverse events were noted. On (B)(6), 2009, at the six-month follow-up, the abdominal aortic aneurysm measured 63 mm x 63 mm. No adverse events were noted. On (B)(6), 2009, at the one-year follow-up, the abdominal aortic aneurysm measured 65 mm x 65 mm, but no endoleak was noted. A wait-and-watch approach was taken to the aneurysm enlargement. No further information was provided to gore.

Manufacturer narrative:
Additional manufacturer narrative-the review of the manufacturing paperwork verified that this lot met all pre-release specifications.